Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had implant surgery ten years ago at the age of(B)(6). He had been able to live a fairly normal life and had recently begun taking piano lessons. If they had any doubts as to the efficacy of the therapy, it was when his rechargeable battery ¿glitched¿ in july. His parkinson¿s disease symptoms were so severe he had to be hospitalized until the system could be turned on again. The consumer later reported that it was a technical service rep who sorted things out and they had just found a new doctor the patient would see next week. The patient¿s indications for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.